Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter directly to request patient information, patient treatment settings and photographs of the adverse sequela which were provided. The user facility declined service of the subject device by lumenis technical representative. A review of subject device service records concluded that no service has been performed by lumenis since the subject device was installed on (B)(6) 2012. Additionally, the user facility does not have a lumenis service contract. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were aggressive based on common medical practice and device labeling. Additionally, the healthcare professional stated that failure to perform a test patch on dark skin and/or tanned skin prior to treatment to determine appropriate treatment settings in contradiction to common medical practice to be the probable root cause of the event reported. A review of subject device labeling found the following precautionary statements: warnings - "darker skin types and individuals with a non-recent suntan are at a higher risk for pigmentary changes in the treatment area. These patients should be treated with lower fluences and longer pulse durations than similar skin types that are untanned or have a lighter skin color." "Perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure." Customer declined service.

Event description:
A user facility reported that one (1) patient of skin type IV sustained hypopigmentation to the bottom half of the legs area following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. It was further reported that a test patch was not performed prior to treatment. Additionally, the patient may have had sun exposure which could have contributed to the event outcome.